Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an anastomotic shunt of a severely tortuous and severely calcified arteriovenous graft. A 7.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation, however the balloon seemed to have come into contact with a sharp-pointed area. After performing several inflations, the inflation pressure could not be applied anymore and the balloon seemed to have ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.